Manufacturer narrative:
The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) large volume infusors had leakage from the purple area. This issue was discovered prior to patient use. The device was filled with sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10: h4: the lot was manufactured from march 20, 2019 - march 21, 2019. H10: five (5) actual devices were received for evaluation. A visual inspection was performed using the naked eye noted fluid inside a bag that contained three units. The reported condition was verified. The cause of the leak inside the bag was found to be untightened blue winged cap. The product labeling (IFU, instructions for use) indicates the blue winged luer cap must be securely connected to the device after the device has been filled and primed. A functional leak test was performed by filling the three units with green colored water. After fill and prime, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. The three units were being monitored until the next day. The next day, no signs of leak were observed. Visual inspection via the naked eye noted droplets of water located on the inner wall of the housing from the remaining two units. No evidence of actual leak was found in the two remaining units. The droplets of water noted on the inner wall of the housing were the result of condensation. A leak test was performed and no evidence of leak was observed. The reported condition was not verified for the remaining two units. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) large volume infusors had leakage from the purple area. This issue was discovered prior to patient use. The device was filled with sodium chloride 0.9%. There was no patient involvement. No additional information is available.